Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room due to high blood glucose of 803 mg/dl. There, the customer's blood glucose was decreased to 464 mg/dl and the customer was released. The customer was wearing the insulin pump at the time of the emergency room visit. Nothing further was reported.